Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis, it was observed that there was low modulation in the optical channel and the sensor was taking too long to recover after insertion. The root cause could not be confirmed at the time so the RMA was authorized for further investigation.the RMA is not yet received and therefore no further investigation could be performed at the time.as part of resolution, an RMA was issued for sensor replacement. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? No,not returned to manufacturer h6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.